Manufacturer narrative:
Method: product disposed by hosp, thus unable to evaluate device. Although the company is submitting this medwatch for a reported distal bone peel, the company believes that the distal bond peel is not reasonably likely to cause or contribute to a death or serious injury upon recurrence. The company recently submitted an MDR for a distal bone peel that resulted in a separation, which had occurred post-procedure (MDR #3005462046-2010-00009). Thus, in an abundance of caution, the company is submitting this MDR for a distal bone peel complaint.

Event description:
The angiosculpt was applied for severe calcified stenosis in hemodialysis shunt. Because of the calcification, the physician inflated the angiosculpt for multiple times (approximately 4 or 5 times) at 20 atms in the lesion. As a result of the procedure, the stenosis was dilated sufficiently. After the withdrawal of the angiosculpt, the physician noticed a distal tip peeling in the catheter. The procedure was finished successfully and no adverse event was identified in the pt. Also, the physician did not recognize this event was due to device malfunction. The complaint device was disposed at the hosp after the procedure.